Event description:
Device 1 of 4 reference MFR report numbers: 1627487-2013-04692, 04693 and 04694. The patient had two systems, and all leads will be reported. The patient received 5 leads, and two have the same lot number. It was reported the patient had ineffective stimulation, and he could arch his back or cough to feel the stimulation. The sjm rep met with the patient and determined the patient did not have stimulation. It was reported the physician planned surgical intervention to determine the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.